Event description:
It was reported that the atrial lead was fractured as a result of clavicular crush. The lead was cut, capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.